Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered on after battery installation. No blank display noted. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to missing retainer. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The pump was also received with serial number label fading and minor scratched lcd window. The pump was received without the original battery cap. Unable to verify battery cap damage.

Event description:
The customer reported via phone call that the battery cap was damaged and had blank display on insulin pump. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump received battery failed alerts. The customer also reported that the insulin pump has a lot of scratches on the screen. Customer states the insulin pump had cosmetic damaged. Customer states they can read the display. The customer reported that the serial number label of the insulin pump has worn off. Declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.